Manufacturer narrative:
(B)(4). Sample was discarded. Should additional information become available, a follow up emdr will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during dwell 4 of 5. The technical service representative (tsr) recycled the power, cleared and explained the alarm. The caller would discard supplies and finish with manuals.